Event description:
Customer reported the system displayed a stator not on message. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in the x-ray tube thermal cut out switch connector. System operates as intended.